Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was not returned; therefore, visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional evaluation and performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. As a 100% leak test of end item catheters is performed and a 100% visual inspection and 100% vacuum check of folded, checkered catheters is performed during manufacturing, the root cause is likely not manufacturing related. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: precautions: use the recommended balloon inflation medium (30-50% contrast medium/50-70% sterile saline solution). It has been shown that a 30/70% contrast / saline ratio has yielded faster balloon inflation / deflation times. Never use air or other gaseous medium to inflate the balloon. Dilatation catheter preparations: connect a stopcock to the balloon inflation female luer hub on the dilatation catheter. Connect the syringe to the stopcock. Hold the syringe with the nozzle pointing downward, open the stopcock and aspirate for approximately 15 seconds. Release the plunger.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly would not inflate to nominal pressure and arterial flowback was identified. Reportedly, another balloon was used to complete the procedure. There was no reported patient injury.